Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a penumbra engine (engine), a non-penumbra microcatheter, and a non-penumbra revascularization device. During the procedure, two solumbra passes were completed by advancing the revascularization device through the jet7 towards the clot and pulling it back into the jet7 under aspiration. The revascularization device came out clean, with no defect or clot after both passes and a contrast run was then performed. While injecting contrast into the jet7, the physician experienced a "spongy" feeling and visualized that contrast was not going into the vessel. Therefore, the system was removed and tested on the back table. The physician was able to re-create the "spongy" feeling and noticed that the distal tip of the jet7 expanded approximately 1-2 centimeters, as if the jet7 was occluded. The physician also noted that coil winds at the distal tip of the jet7 appeared to be ovalized. The physician decided to end the procedure and the vessel remained occluded. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional information received on 09 jul 2020 indicated that this complaint was submitted to the FDA by the user facility with the following reference number: mw5094748. Please note that the following sections have been updated accordingly: 1. Section e. Box 4. Initial reporter also sent report to FDA, 2. Section g. Box 3. Report source (check all that apply). Results: the returned jet7 was stretched approximately 129.0 cm ¿ 131.0 cm from the hub. The total length was measured approximately 132.0 cm. The distal tip was damaged. During functional testing, the returned jet7 was flushed through with bleach solution and the distal shaft expanded at damaged location due to the distal shaft being occluded. The jet7 was unable to aspirate water through the damaged distal tip. Conclusions: evaluation of the returned jet7 revealed a stretching on the distal shaft. Further evaluation revealed that the distal tip was damaged and the jet7 was occluded. If fluid is injected into a damaged jet7, additional catheter damage may result. If the device is forcefully manipulated against resistance, catheter damage may result. The jet7 was unable to be advanced through a demonstration neuron max due to the stretching. This indicates that additional damage may have occurred to the catheter either during or after removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.